Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that after 4 years the dental implant was installed and it was verified its non osseointegration. The 20 ncm of primary stability was achieved and immediate load was not performed. Pt presented bone type iii.